Event description:
Unable to speak with the reporter/layperson, this senior medical surveillance specialist sent the reporter a f/u letter and reviewed info the reporter/layperson (pt's father) gave to a customer care advocate, cca, on 08/11/2009. The reporter alleged the following. In 2009, the parents tested the child with his one touch ping meter, obtaining a "low" result: time not provided. In the course of one hour, the pt was fed to increase his blood glucose and tested a total of three times with 39 mg/dl the lowest result. Per the reporter, "he seemed fine at 39" [no symptoms]. The parents continued to feed him until his blood glucose was "normal" at 193 mg/dl. Approx five hours later, after the low results and the 193, the child began acting "hyper." The parents were unable to test because the meter prompted "error, call customer service sc17" (previously reported). The parents immediately purchased another meter to test, accuchek aviva, until they could call for a replacement. The result obtained was "high" (greater than 600 mg/dl per the parent/reporter). The parents manually provided insulin through the pt's pump. The pt's blood glucose was normal by the next morning and the pt was fine. Information that would be helpful: test strip stroage method while on the driving trip; how does the child act when blood glucose is low; did the parents turn off the pump when the blood glucose was low and then did they turn it back on after the 193 result; did the parents completely stop feeding the child after obtaining 193; did they bolus insulin after the 193 since they consider it a normal test; was the pump working? The complaint is reported because the pt required insulin therapy for an alleged blood glucose of "high" (over 600 mg/dl) on another meter after being fed repeatedly due to allegedly inaccurate low results, such as 39 mg/dl, on the pt's meter while asymptomatic. Meter, test strips, and control replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.